Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The implant mount (mmc03) was returned for investigation. Visual inspection of the returned product identified the mount attached to the reported implant. The implant mount contained a small fracture at the implant and implant mount interface. Functional testing to recreate the reported event was conducted. The screw head of the implant mount was found to be damaged. No device lot number was provided so a device history record review could not be performed a complaint history review by item number was conducted for the mmc03 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances / CAPA / hhe/ d/ie/product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: precautions, potential adverse events. Complainant reported that the implant does not disengage from the short mount. The reported event is confirmed as the returned product will not disengage during functional testing. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative. The following sections have been corrected: e1: email address. D10: date returned to manufacturer.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant does not disengage from the short mount. The surgery was finished using another mount and another implant.